Event description:
Recurrent capsular contractures, chronic muscle pain, chronic creatine kinase elevation, chest and neck pain, excessive fatigue, intermittent enlarged lymph nodes, digestive problems, joint pain, swelling of joints, rashes. Mentor textured breast implants scheduled to be removed in (B)(6) 2018.